Manufacturer narrative:
(B)(4). This initial/final MDR will be the only report submitted for MFR report #1226348-2018-00659. (B)(4). Conclusion: the codman 3000 pump, (B)(4), was received for evaluation; however, it was returned in a manner in which it could have been comprised as the catheter was not clamped or tied off. Additionally, there were no alleged device malfunctions; therefore, a device investigation is not required. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
It was reported by a healthcare professional that a codman 3000 pump (ap03050m/15861) was implanted on (B)(6) 2018 for adjuvant chemo for liver metastasis and was explanted on (B)(6) 2018 due to infection. The patient had cellulitis around the pump site. In the physician¿s assessment, it is likely that a hematoma formed around the pump site and contaminated the pump. The suspected cause of the hematoma is trauma to the implant site from needle sticks. The infection was treated with IV and po antibiotics prior to pump removal. The patient received two cycles of fudr via the pump; the first on (B)(6) 2018 and the second on (B)(6) 2018. Heparin was being used in the pump prior to pump explant. The pump flow rate was 1.3 ml/day. Reportedly, the patient has a medical history of metastatic colon cancer. The patient was not implanted with a new pump and is not on any other medication or chemo at this time. The patient¿s infection has resolved.